Event description:
A malfunction on a pump was reported, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and helped reset the pump. Following the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to report if the issue reappeared.